Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that cartridges did not "sit" well onto the pump. There was no adverse impact to the customer's blood glucose level. Customer declined to provide additional information, and declined troubleshooting with tandem technical support.